Event description:
It was reported that the insulin pump alarmed motor error, and the customer was not able to rewind the device. Troubleshooting was performed. The caller stated that the insulin pump was not exposed to a high magnetic field. The displacement test was performed and the test failed. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to corroded motor home switch. Unable to perform displacement test due to motor error alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.